Event description:
Reporter stated that pt lost consciousness, two months ago, while at work. They reported that pt had checked their blood glucose at work, and it measured 30 mg/dl. The next thing pt remembered was waking up in the hospital. Reporter stated that pt treated with IV fluids, but could not recall additional treatments.